Event description:
During a pci/stenting procedure, the maverick2 balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in the left anterior descending coronary artery. The maverick2 monorail balloon was being used for pre-dilatation prior to placement of a cypher stent. The maverick2 monorail balloon was removed, the lesion was pre-dilated with another balloon, the cypher stent was deployed, and the procedure was successfully completed. A 6f terumo introducer sheath, a britetip jl 4 guide catheter, a gm tgv2 guide wire and an everest inflation device were also used in the procedure. No pt injuries or complications were reported. Pt status is reported as "good".